Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. On or around (B)(6) 2012, plaintiff sought care for permanent birth control to prevent pregnancy. In (B)(6) 2012 she underwent the essure procedure. Subsequent to the procedure, she began to experience severe pain in her abdomen and back, heavy menstruation, joint pain and frequent headaches. At a follow up appointment she was told that her essure device had migrated and she was advised by her physician to have it removed. On or about (B)(6) 2012, plaintiff had a procedure to remove the essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was told that her device had migrated. She underwent a procedure (unspecified) to remove the device, one month after insertion. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the migration are unknown. It was diagnosed approximately a month after insertion. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was told that her device had migrated. She underwent a procedure (unspecified) to remove the device, one month after insertion. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the migration are unknown. It was diagnosed approximately a month after insertion. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to product technical investigation, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated'), stevens-johnson syndrome ('stevens-johnson syndrome') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, recurrent abortion, ectopic pregnancy, gastroenteritis and methicillin-resistant staphylococcus aureus infection. Concurrent conditions included body mass index normal, adhd, blurry vision, iron deficiency anemia, cervical dysplasia, tooth pain, neck pain, back pain and bipolar disorder. Concomitant products included cyanocobalamin (b12 vitamin star), ethinylestradiol;etonogestrel (nuvaring) and potassium. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infections"). In (B)(6)2010, the patient experienced headache ("frequent headaches"), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and migraine ("migraines"). In (B)(6)2010, the patient experienced feeling abnormal ("feels like I'm in a fog"), loss of libido ("no sex drive / no feeling during sex") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ no feeling during sex"). In 2010, the patient experienced nasal congestion ("constant congestion : can't breathe through her nose"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("astigmatism"), vision blurred ("blurry vision"), amnesia ("memory loss"), alopecia ("hair loss") and pain in extremity ("touching doorknobs hurts"). In 2012, the patient experienced stevens-johnson syndrome (seriousness criterion medically significant), fatigue ("fatigue") and irritable bowel syndrome ("ibs-type symptoms"). In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe pain in her abdomen"), back pain ("severe pain in her back"), menorrhagia ("heavy menstruation"), arthralgia ("joint pain"), drug hypersensitivity ("is allergic to several medications"), tachycardia ("tachycardia"), allergy to metals ("nickel allergy"), arthritis ("arthritis"), hypoaesthesia ("loses feeling in arms and legs and hands and feet easily"), abdominal pain lower ("left lower quadrant abdominal pain"), osteoarthritis ("osteoarthritis") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery. Essure was removed in (B)(6)2012. At the time of the report, the device dislocation, stevens-johnson syndrome, abdominal pain, back pain, menorrhagia, arthralgia, headache, feeling abnormal, loss of libido, genital haemorrhage, drug hypersensitivity, urinary tract infection, fungal infection, female sexual dysfunction, nasal congestion, depression, bladder disorder, urinary tract disorder, migraine, tachycardia, tooth disorder, allergy to metals, seizure, dysmenorrhoea, astigmatism, vision blurred, fatigue, weight increased, irritable bowel syndrome, arthritis, hypoaesthesia, amnesia, alopecia, pain in extremity, abdominal pain lower, osteoarthritis and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, arthritis, astigmatism, back pain, bladder disorder, depression, device dislocation, drug hypersensitivity, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fungal infection, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, nasal congestion, osteoarthritis, pain in extremity, seizure, stevens-johnson syndrome, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Patient can not recall weather essure confirmation test was performed or not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Computerised tomogram - on (B)(6)2009: results: small bowel enteritis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- left lower quadrant abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs received: event fibromyalgia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated"), stevens-johnson syndrome ("stevens-johnson syndrome") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical cancer. Concurrent conditions included body mass index normal, adhd and blurry vision. Concomitant products included cyanocobalamin (b12 vitamin star) and potassium. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infections"). In march 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression") and migraine ("migraines"). In may 2010, the patient experienced feeling abnormal ("feels like I'm in a fog"), loss of libido ("no sex drive / no feeling during sex") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced stevens-johnson syndrome (seriousness criterion medically significant). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe pain in her abdomen"), back pain ("severe pain in her back"), menorrhagia ("heavy menstruation"), arthralgia ("joint pain"), headache ("frequent headaches"), drug hypersensitivity ("is allergic to several medications"), nasal congestion ("constant congestion : can't breathe through her nose"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tachycardia ("tachycardia"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("astigmatism"), vision blurred ("blurry vision"), fatigue ("fatigue"), irritable bowel syndrome ("ibs-type symptoms"), arthritis ("arthritis"), hypoaesthesia ("loses feeling in arms and legs and hands and feet easily"), amnesia ("memory loss"), alopecia ("hair loss"), pain in extremity ("touching doorknobs hurts") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery. Essure was removed in march 2012. At the time of the report, the device dislocation, stevens-johnson syndrome, abdominal pain, back pain, menorrhagia, arthralgia, headache, feeling abnormal, loss of libido, genital haemorrhage, drug hypersensitivity, urinary tract infection, fungal infection, female sexual dysfunction, nasal congestion, depression, bladder disorder, urinary tract disorder, migraine, tachycardia, tooth disorder, allergy to metals, seizure, dysmenorrhoea, astigmatism, vision blurred, fatigue, weight increased, irritable bowel syndrome, arthritis, hypoaesthesia, amnesia, alopecia, pain in extremity and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, arthritis, astigmatism, back pain, bladder disorder, depression, device dislocation, drug hypersensitivity, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, nasal congestion, pain in extremity, seizure, stevens-johnson syndrome, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "feels like I'm in a fog, no sex drive, abnormal bleeding (general), is allergic to several medications, urinary tract infection, yeast infections, apareunia (inability to have sexual intercourse), constant congestion : can't breathe through her nose, depression, stevens-johnson syndrome, bladder problems or changes, urinary problems or changes, migraines, tachycardia, dental problems, nickel allergy, seizures, dysmenorrhea (cramping), astigmatism, blurry vision, fatigue, weight gain, ibs-type symptoms, arthritis, loses feeling in arms and legs and hands and feet easily, memory loss, hair loss, touching doorknobs hurts, lower abdominal pain", reporter, concomittant condition added from pfs and medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated"), stevens-johnson syndrome ("stevens-johnson syndrome") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical cancer, recurrent abortion, ectopic pregnancy, gastroenteritis and methicillin-resistant staphylococcus aureus infection. Concurrent conditions included body mass index normal, adhd, blurry vision, iron deficiency anemia, cervical dysplasia, tooth pain, neck pain, back pain and bipolar disorder. Concomitant products included cyanocobalamin (b12 vitamin star), nuvaring and potassium. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infections"). In (B)(6) 2010, the patient experienced headache ("frequent headaches"), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and migraine ("migraines"). In (B)(6) 2010, the patient experienced feeling abnormal ("feels like I'm in a fog"), loss of libido ("no sex drive / no feeling during sex") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ no feeling during sex"). In 2010, the patient experienced nasal congestion ("constant congestion : can't breathe through her nose"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("astigmatism"), vision blurred ("blurry vision"), amnesia ("memory loss"), alopecia ("hair loss") and pain in extremity ("touching doorknobs hurts"). In 2012, the patient experienced stevens-johnson syndrome (seriousness criterion medically significant), fatigue ("fatigue") and irritable bowel syndrome ("ibs-type symptoms"). In 2014, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("severe pain in her abdomen"), back pain ("severe pain in her back"), menorrhagia ("heavy menstruation"), arthralgia ("joint pain"), drug hypersensitivity ("is allergic to several medications"), tachycardia ("tachycardia"), allergy to metals ("nickel allergy"), arthritis ("arthritis"), hypoaesthesia ("loses feeling in arms and legs and hands and feet easily"), abdominal pain lower ("left lower quadrant abdominal pain") and osteoarthritis ("osteoarthritis"). The patient was treated with surgery. Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, stevens-johnson syndrome, abdominal pain, back pain, menorrhagia, arthralgia, headache, feeling abnormal, loss of libido, genital haemorrhage, drug hypersensitivity, urinary tract infection, fungal infection, female sexual dysfunction, nasal congestion, depression, bladder disorder, urinary tract disorder, migraine, tachycardia, tooth disorder, allergy to metals, seizure, dysmenorrhoea, astigmatism, vision blurred, fatigue, weight increased, irritable bowel syndrome, arthritis, hypoaesthesia, amnesia, alopecia, pain in extremity, abdominal pain lower and osteoarthritis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, arthritis, astigmatism, back pain, bladder disorder, depression, device dislocation, drug hypersensitivity, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, nasal congestion, osteoarthritis, pain in extremity, seizure, stevens-johnson syndrome, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Patient can not recall weather essure confirmation test was performed or not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Computerised tomogram - on (B)(6) 2009: small bowel enteritis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- left lower quadrant abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Concomitant drug added. New event osteoarthritis was added. Events onset date added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.